Event description:
It was reported that the rotating coupling water joint in the c-arc failed on the innova system. The system was not in use at the time of the failure. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.